Manufacturer narrative:
H.6. Investigation summary: a device history review was conducted for lot number: 8271490. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a review of the submitted device was unable to identify any anomalies in the surface of the device. Without the ability to observe the reported failure mode, the root cause for this complaint could not be determined at the conclusion of our review h3 other text : see section h.10.

Event description:
It was reported that before use of the bd pegasus¿ safety closed IV catheter system the tube was completely wrapped over the tip of the needle. The catheter is longer than the needle. Foreign complaint the following information was provided by the initial reporter, translated from chinese to english: when the indwelling needle was opened, it was found that the needle tip was completely wrapped by the hose.(catheter is longer than the needle, thus result in penetration failure).

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before use of the bd pegasus¿ safety closed IV catheter system the tube was completely wrapped over the tip of the needle. The catheter is longer than the needle. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: when the indwelling needle was opened, it was found that the needle tip was completely wrapped by the hose.(catheter is longer than the needle, thus result in penetration failure).